Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. The target lesion was located in the proximal left anterior descending (lad) artery extending to the distal left main coronary artery (lmca). After pre-dilation, a 3.50 x 16 synergy ii drug eluting stent was implanted to treat the lesion. Following post dilation with an nc emerge balloon catheter at a standard range of 16 atmospheres, the physician noticed that there was a noticeable stent foreshortening or longitudinal stent compression. Another stent was then used to cover the distal left main and the procedure was completed. No patient complications were reported and the patient's status was fine.